Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? Yes . Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No . Was the device locked on tissue with the jaws closed? Yes . If yes, how was the device removed? Activated the manual reverse . Did the jaws eventually open? No . Is the current patient status known? Patient is well . Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. In your answers to the previous follow up questions you stated in part: "how was the device removed? Activated the manual reverse . Did the jaws eventually open? No" . Please confirm: was the device unable to be opened by using the manual reverse mechanism? Yes . If so, was the device still able to be removed from the patient while the jaws were closed? No.

Event description:
It was reported that the device locked during firing.